Event description:
It was reported that during a device change out, externalized conductors were observed. When the new device was connected to the lead, high, out of range hv impedance was observed. The lead was capped and replaced. There were no adverse consequences to the patient.